Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery, the screw would not fit into any of the plates within the box, other screws of different lengths were tested with no problems. There was no patient harm or delay of surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device returned for evaluation, the evaluation is currently in progress. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the work order from production of the affected lot was checked and it shows no irregularities. The result of the check on the features that potentially affect the fit on the plate shows that they were procedure within specification. The device was received with obvious deformations at the end where the slot is. The slot and also the outer dimensions (diameter and flat surface) are affected with this deformation. Considering the investigation results, it can be ensured that this screw was manufactured according specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.